Event description:
It was reported that the water temperature did not decrease and the error message 113 (reduced water temperature control) was shown on the arctic sun device. The device was switched to the second one and returned to imi for investigation of mixing pump failure on march 12. The customer requests to submit the investigative report. The system hour was under investigation but would be under 1000 hours. Per follow up 1 on 19mar2021 via ibc, the failure was found during use for a patient. The therapy was completed with replacing the second device.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was working properly. It is unknown if the device was influenced by the reported failure, however the device met specifications for the reported issue during evaluation. The device was being used for treatment at the time of the reported event. The DHR review is not required as the reported issue was unconfirmed. The labeling review is not required as the reported issue was unconfirmed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The actual/suspected device was evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water temperature did not decrease and the error message 113 (reduced water temperature control) was shown on the arctic sun device. The device was switched to the second one and returned to imi for investigation of mixing pump failure on (B)(6) 2021. The customer requests to submit the investigative report. The system hour was under investigation but would be under 1000 hours. Per follow up 1 on (B)(6) 2021 via ibc, the failure was found during use for a patient. The therapy was completed with replacing the second device.